Event description:
When the catheter was connected to the cable, there was no information for the contact force displayed. Troubleshooting did not solve the issue. The catheter was removed and a new catheter was used. The new catheter worked properly. No injury to the patient.